Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2012. Siemens is aware of the stated issue, however, the system automatically checks for minimum time between fractions and frequency per day. An error massage is displayed and override authorization is required to proceed with delivery. In the referenced software design, a display indicator shows next to the field that has been delivered already. If the user does not authorize to proceed with delivery, a mistreatment or injury to a patient is unlikely to occur.

Event description:
Siemens was notified on (B)(4) 2012 by the customer physician via e-mail communication that a mistreatment had occurred due to an update to rtt software for the customer's artiste mv system. Reportedly, the console sporadically reports a beam as completed even though the applied dose is 0.1 mu smaller than the prescribed dose. If an interlock occurs when downloading the next beam, a known rtt error caused the resumption with the parameters of the beam that was "completed" before, but with incomplete dose. There are no reports of injury to the patient. However, the delivery of one beam, twice, without a minimum time in between treatments may potentially cause a moderate injury to the patient even though the delivered dose will be considered for calculation of the overall treatment dose. This reported issue occurred in (B)(6).